Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was deterioration of the rubber stopper. The following information was provided by the initial reporter. The customer stated: 'during regular inspection performed every six months, we found a great amount of debris from bd tube stoppers scattering into all analyzers used at the relevant customer¿s side, which could cause instrumental failures."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and revealed stopper material on the machine and the indicated failure mode for defective stopper molding was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of defective stopper molding was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding . Bd was not able to identify a root cause for the indicated failure mode. The root cause could not be determined to be related to bd's stopper manufacturing process as no lavender stopper material changes have been made within the past year, and this is the only complaint reported with this defect. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was deterioration of the rubber stopper. The following information was provided by the initial reporter. The customer stated: 'during regular inspection performed every six months, we found a great amount of debris from bd tube stoppers scattering into all analyzers used at the relevant customer¿s side, which could cause instrumental failures.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was deterioration of the rubber stopper. The following information was provided by the initial reporter. The customer stated: 'during regular inspection performed every six months, we found a great amount of debris from bd tube stoppers scattering into all analyzers used at the relevant customer¿s side, which could cause instrumental failures."